Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a loose cap with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic sst¿ blood collection tubes with polymer gel had a loose cap. No injury or medical intervention reported.